Event description:
According to the op report, this valve was explanted due to thrombus. Approx several weeks prior to explant, the pt experienced a cva due to a right intracerebral bleed and pt's anticoagulation was stopped. The pt subsequently presented with "severe" shortness of breath and echo indicated a "large" clot on the mitral valve with only one moving leaflet. At explant, the valve was "totally" thrombosed with clot on both the atrial and ventricular sides. It was replaced with a 27mm carpentier-edwards perimount porcine valve. In 2001 the mitral valve was replaced again with another carpentier-edwards porcine valve and the native aortic valve was replaced with a sjm 19ahpj-505. The pt could not be weaned from bypass and expired in the or due to left ventricular failure.